Event description:
It was reported when using the unspecified bd¿ luer lok access device there was blood leakage or other sample leakage from the device other than the insertion site or needle tip, where blood exposure to open mucos membrane occured. Verbatim: while drawing labs during an IV start using a medline psjh- IV start kit with extension and bd luer-lok access device, when disconnecting the access device from the IV extension set tubing, blood splattered from the hub connection of the IV extension set. Blood exposure to rn's eyes.

Manufacturer narrative:
H6: investigation summary a complaint of leakage during use was received from the customer. A photo of the packaging was received from the customer. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd¿ luer lok access device there was blood leakage or other sample leakage from the device other than the insertion site or needle tip, where blood exposure to open mucos membrane occured. Verbatim: while drawing labs during an IV start using a medline psjh- IV start kit with extension and bd luer-lok access device, when disconnecting the access device from the IV extension set tubing, blood splattered from the hub connection of the IV extension set. Blood exposure to rn's eyes.